Event description:
It was reported that the lead dislodged causing perforation and pericardial effusion. The patient experienced symptoms of chest pain. The lead exhibited increased thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).